Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to fluid leakage. A revision surgery was performed to replace the balloon. No further details were provided.